Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that a patient with an implanted prometra ii, 20 ml pump had undergone an explant and replacement with another manufacturers pump at their new hcps direction. The patient was reported to have had a csf leak that was being treated via blood patch.